Event description:
It was reported by repair work order that the headend lift was stuck in an elevated position due to a malfunctioning cpu board. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.

Manufacturer narrative:
(B)(4).